Event description:
The customer reported that she activated a pod on (B)(6), at 11:21pm. Her blood glucose result was 355 mg/dl, and she gave herself a 4.7 unit bolus. The next day, on (B)(6), her results ranged from 173 mg/dl to 273 mg/dl, with 92 grams of carbohydrate consumed and 3 boluses totaling 17.2 units. She reported the following history for (B)(6): at 8:40pm, she suspended insulin delivery and deactivated the pod. She stated that she went to the emergency room and was put on an insulin drip. She did not provide further details about her treatment in the emergency room.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and emergency room visit. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours ( a total of 4 hours), replace the pod."